Event description:
Customer reports that they received a high result in the morning, result was not provided. Customer states that, that evening he took an extra milligram of amaryl, and within an hour passed out. Customer reports that the paramedics were called and tested customer at 10mg/dl and transported him to the hosp where he received a glucose IV. Customer reports that he was receiving results of >200mg/dl for the past month. No quality controls were used. MFR has performed retention testing on this lot of strips, and they performed within expected ranges. Requested return ofsuspect device and replacement was sent.